Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent system was used during an esophageal stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the procedure was treatment for a malignant stricture due to esophageal cancer. Post stent placement imaging revealed that the stent didn't expand properly and also showed tissue ingrowth through the stent. A cre balloon dilator was used to expand the stent. The balloon dilation was reported to be successful and the stent was left implanted. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device remains implanted and will not be returned for evaluation; therefore a technical analysis of the complaint device could not be completed. A device history record (DHR) and a review of similar complaints could not be performed as the device upn and lot number is unknown. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.